Manufacturer narrative:
Annex b code added to indicate that troubleshooting was performed. B15 - analysis of information provided by user/third party intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to the usm was analyzed and the reported problem was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where the sensor check test was found to be failing on the pitch axis. Once testing was completed, the pitch searchlight board and pitch searchlight fiber cable were tested and were verified to be the source of the fault. The complaint regarding error 32056 was confirmed by failure analysis. The probable root cause is attributed to communication errors resulted from a faulty pitch searchlight board and pitch searchlight fiber cable located on usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 32056 occurred. A restart of the system, did not resolve the issue. The intuitive tech support engineer (tse) recommended the site hard power cycle the system, but the issue remained. The tse then recommended completing the procedure with the other 3 universal surgical manipulators (usm). The site disabled usm 1 and will completed the procedure as planned. There were no reports of patient involvement when the fault occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. .